Event description:
It was reported that during a laparoscopic gastric bypass procedure, gas leakage during use, surgery was performed without change to other trocars, the leakage was 314 liter co2 during the surgery. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.